Event description:
According to the reporter, during a radical gastrectomy for gastric cancer, while being applied for the digestive tract, even when the instrument handle was fully squeezed, there was poor staple formation and part of the staples failed to become b-type. The suture was repaired by reinforcement stitching. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.